Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2019-15373, related manufacturer reference number:2017865-2019-15374, related manufacturer reference number:2017865-2019-15375. It was reported that the patient has deceased on an unknown date. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was due to hypertensive atherosclerotic cardiovascular disease.